Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional component potentially involved in the event includes: common device name: drg lead, model: mn10450-50a, UDI: 05415067027153, serial: (B)(6), batch: 7380733.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances on one lead. Surgical intervention was undertaken on (B)(6) 2023 in which an attempt was made to explant the lead to address the issue. Investigation was unable to determine which of the leads attributed to the event.